Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant is unk. There was 10 percent oversizing, the aortic neck had a 10 degree angulation, aortic neck had an ap angulation of 10 degrees, the aortic neck was reverse funnel from 23 mm at the renal arteries and 15 mm below the renal arteries is 32 mm, and disease progression with aortic neck dilatation. It was reported 40 months post stent graft implant, the CT demonstrated that the stent graft has migrated 12 mm resulting in a type I endoleak. It was reported that the physician placed two talent cuffs, due to the pt's aortic neck dilatation from 26 mm to 32 mm in diameter. The most proximal cuff was placed up to the lowest (left) renal artery. The physician modelled the aortic cuffs with a reliant stent graft balloon. The balloon was inflated with a 20 cc syringe containing contrast 25/saline75 at an unk volume. The final angiogram of the case had good results. It is possible that there was a slight type I endoleak, however, when the heparin wore off, the physician believes that the endoleak would resolve. Two days later, the physician was alerted by the hospital that the pt was unstable. The pt was transported from one hospital to another hospital. The pt was taken in to surgery. When the physician opened the pt, there was a perforation in the aorta at the top level of the stent graft and level with the renal arteries. The physician converted the pt with a conventional stent graft, however, due to pt condition and blood loss, the pt expired. The physician believes that he may have aggressively ballooned the talent cuffs which may have dissected the vessel and over the next two days a perforation of the vessel occurred. Reference mdr2953200-2008-00912, 00913, 00914, 00915.

Manufacturer narrative:
Eval results - death, perforation. Aortic neck dilatation due to disease progression. Aggressive inflation of the reliant balloon. Conclusions - aortic neck dilatation, due to disease progression. Aggressive inflation of the reliant balloon.